Event description:
Device was prepped in normal fashion before it was inserted in the body, but when it reached a certain point an alarm would sound for "supply line failure." The device was re-primed, and a kink was noticed in the tubing and the saline line was unable to kept straightened. Another device was used and was fine (new lot# 25212841).